Manufacturer narrative:
The reported event could be confirmed. The device was not returned but evidences were provided based on provided information which match the alleged failure. Based on investigation, the root cause was attributed to a distribution related issue. The failure was caused by a lack of communication regarding updated set information given to the dealer (the difference between the glenoid basic set and the optional set requested for the surgery has not been considered by stryker). A report was sent to the customer by the stryker japan t&e division sales department, who took action on the matter. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If more information is provided, the case will be reassessed.

Event description:
It was reported that: surgery began around 1:30 p.m. After the skin incision, it was discovered that the implant had not been prepared. Because of the time required for the implant to arrive, the wound was closed once and the instrument re-sterilized. The surgery restarted at 22:38 and finished around 23:45. The wound was closed once the situation had progressed to the arthrodesis after the head osteotomy. Upon returning to the patient's room, the patient complained of pain.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported that: surgery began around 1:30 p.m. After the skin incision, it was discovered that the implant had not been prepared. Because of the time required for the implant to arrive, the wound was closed once and the instrument re-sterilized. The surgery restarted at 22:38 and finished around 23:45. The wound was closed once the situation had progressed to the arthrodesis after the head osteotomy. Upon returning to the patient's room, the patient complained of pain.